Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Action taken with therapy was ot reported. Treatment was not reported. The cause of the peritonitis was unknown. On an unknown date the patient was hospitalized for the event. At the time of this report it was not reported if the patient recovered from the peritonitis event. Additional information was requested but is not available.